Event description:
The pt was implanted with a sparc sling system on (B)(6) 2005 to treat pelvic organ prolapse. Since this implant it has been indicated that the pt has suffered physical and emotional injury, painful scarring worsening and continuing dyspareunia, mesh erosion, shrinking, hardening, pain, and multiple surgical procedures and permanent injury.

Manufacturer narrative:
The sparc sling system is intended for the placement of a pubourethral sling for the treatment of female stress urinary incontinence (sui) resulting from urethral hypermobility and/or intrinsic sphincter deficiency. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.